Manufacturer narrative:
One ampere rf ablation generator was received for analysis. Visual inspection revealed the connectors, switches, and labels appeared to have no physical damage. All of the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. The returned generator was powered up, completed the post (power on self test) successfully, and the screen display came up normally. All controls worked as intended. Various impedance levels were inputted using a decade box and the generator displayed the expected results. During the evaluation the temperature settings were verified. Ablation was simulated in irrigated and non-irrigated modes and the generator functioned as designed. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a procedure, the ablation catheter location appeared incorrect on the mapping system when compared to the x-ray image. All other catheters appeared as intended. The patient was on the procedure table and mapping had been completed when the procedure was cancelled. There were no adverse consequences to the patient.